Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was no longer click like before. Customer's blood glucose level was unknown. Customer reported that the scratched on screen, vibrate on alarm not as strong and rewind was slow and louder. The reservoir will not be returned for analysis.